Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of auxiliary water channel being clogged was not confirmed. Bending angulation was out of specification. The light guide lens was cracked. The plug unit was scratched. Bending section cover glues were worn out. Plastic distal end cover was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope had clogging of the auxiliary water channel. The event occurred during reprocessing. There was no report of patient harm. During incoming inspection, it was determined the nozzle was partial clogged by a foreign black rubbery material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. However, the identity and definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.